Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer¿s blood glucose (bg) level was ¿high¿, specific value was not provided. The high bg was treated via a manual injection. Customer confirmed pump display turned on when plugged into a power source. Customer continued to use current pump for insulin therapy.